Event description:
After removal of pump, hemostasis achieved and hemodynamically stable per staff and physician. About 30 minutes later, patient went to junction rhythm and coded. Unable to achieved return of spontaneous circulation (rosc)

Manufacturer narrative:
Additional information received, b5 updated. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical and impact codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
H6: code f1 omitted. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (stroke/cardiac arrest:): the root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (renal failure): the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale/review: a 47-year-old male with multiple comorbidities was admitted in and placed on an impella cp when the patient coded with a ventricular fibrillation during the cardiac angioplasty. The patient had known multivessel coronary artery disease but had declined surgery, end stage renal disease on dialysis, pulmonary hypertension, and tobacco use. The pump was supporting when on the 2nd day there was a diagnosis made of a stroke. The stroke prompted removal of the heparin in the pump purge. After 5 days the pump was explanted and shortly afterwards (30 minutes) the patient did code and expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition and underlying comorbidities.

Manufacturer narrative:
The impella device was not received from the customer as the patient remains on support. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.